Event description:
It was reported by service report that the bed does not sit level. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent frame/litter. The only repair for the bed is a new litter top. The customer opted to use the bed the way it is. All functions on the bed are working properly.